Event description:
Cath placed 7/12/96 via rt subclavian vein in pt undergoing combined preop chemotherapy/radiation for rectal cancer. There was no problem during his 6 week course of treatment. He came in on 9/12/96 and catheter was not functional. Chest x-ray showed distal 2/3 of catheter in branch of pulmonary artery in base of rt lung. Dr removed the part last week when he resected his rectal tumor. The transected end of catheter had a flattened appearance.